Event description:
Customer called to report that dried residue was observed around the dirty cuvettes on top of the unicel dxc 600 synchron system's reaction wheel. After the customer technical specialist assisted customer with troubleshooting, a service call was generated. The field service engineer (fse) inspected the instrument and found that the wash/vacuum probe was clogged with glass fragments. The fse then replaced the probe, cleaned the cuvettes and reaction wheel, and replaced the damaged cuvettes. The fse then tested the instrument's alignment and ensured that the cuvettes were in range to verify that the service performed was effective. Customer stated that no patient results were generated; therefore, no patients were harmed. Customer did not state harm to instrument operators.

Manufacturer narrative:
(B)(4).